Manufacturer narrative:
This report is for an unknown quantity of unknown synthes screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: syed, aa., giannoudis, pv., matthews, sje. And smith, rm. (2004), distal femoral fractures: long-term outcome following stabilisation with the liss, injury-international journal of the care of the injured, vol. 35(6), pages 599-607 (united kingdom). The purpose of this prospective pilot study is to evaluate the results or outcome of the liss locking plate fixation for stabilization of distal femoral fractures. Between january 1999 and december 2001, a total of 25 patients (9 male and 16 female) with a mean age of 60.9 years (range, 16-94 years) were included in the study. These patients were divided into 2 groups: group a consisted of 18 patients with acute fractures while group b consisted of 7 patients of the salvage cases. Unknown synthes ao condylar blade plate was used during the initial stabilization in the failed cases of group b. Stabilization was done using unknown synthes less invasive stabilization system (liss). Following discharge from the hospital all the patients had regular clinical and radiological assessment at the trauma clinics. All the patients were followed-up until union of the fracture (defined as full weight bearing without pain and radiological callus in two planes at right angles to each other) or for a minimum of 1 year. The mean follow-up was 18 months (range, 12-24 months). The following complications were reported as follows: a (B)(6) year-old female who had non-union prior to revision had non-union with poor results according to hss score and s&l score. In this patient, prior to revision had proximal screw pull-out. This report is for an unknown quantity of unknown synthes screws. This is report 2 of 9 for (B)(4).